Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A batch review was performed with no issues noted. A root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A home patient (hp) contacted baxter via email to report that her cassette had leaked. Follow up was done via phone call. The hp confirmed that the cassette leaked. The hp provided the lot number and had retained the sample for return. There was no patient involvement as this was noticed prior to use, patient injury, or medical intervention indicated at the time of the report.